Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blood at site. The customer's blood glucose was 128 mg/dl. The customer stated that they had blood when inserting the sensor and the site was not actively bleeding. The customer also reported that she allergic to the tape and was at the hospital due to having skin infection after removing the sensor tape. The customer was treated with IV drip. The sensor will be returned for analysis.

Manufacturer narrative:
Added concomitant.